Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's screen was faulty. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's screen was faulty. There was no harm or injury reported. No medical interventions were specified. Additional information: the philips investigation lab (pil) tested the device and did not note any issues with the graphics of the display, and then ran therapy for approximately 1 hour utilizing the menu functions via the touchscreen while the device was running. Pil then stopped therapy with the touchscreen and did not note any issues with the graphics or touchscreen interface. The device was the tested using the multifunctional test station and passed all tests. Pil concluded the device operates as designed.